Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
The texium cap leaked ivf (chemo) from where the cap connects to the secondary set. This was observed after several hours of use, when the rn went to hang another medication. The rn tried un-connecting and re-tightening the connection, but it continued to leak at the connection site. The site was replaced before the next chemo administration. The event occurred on inpt ward/resident unit, bcch oncology/hematology/mbt program. The pt safety learning system form (B)(4) indicated that no harm had come to the pt, nor was there any likelihood harm if there had been a recurrence. No further pt or event information was provided.